Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited far field oversensing on the right atrial (ra) lead channel, leading to false atrial tachy response (atr) episodes. Technical services (ts) was consulted, and adjusting the blaking period as well as evaluation ra lead reposition was suggested. No adverse patient effects were reported. This system remains in service.